Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Initial reporter city: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was noted that the device was returned without the ligator housing, the handle returned without evidence that the trip wire was secured, the trip wire slack wasn't taken up. The handle also has damage markings made by the trip wire. No other problems with the device were noted. With all the available information, boston scientific corporation concludes that the reported event was confirmed. Upon analysis, it was noticed that the ligator housing was not returned however, it was seen on the handle that the trip wire wasn't secured into the handle slot and the slack wasn't taken up. Instructions for use (IFU) indicate to "secure trip wire in slot on handle unit" and "take up slack by pulling proximal end of trip wire on handle unit. " it was also noticed that the handle had damage marking most likely made by the trip wire, since it was secured, the trip wire was possibly loose within the handle wheel and when the bands were tried to be deployed, the excess of trip wire on the handle would make it get stuck on the handle and lead to the damages observed. Based on these observations, a most probable cause of failure to follow instructions was assigned to this investigation.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopy with ligation procedure to treat esophageal varices performed on (B)(6)2024. During the procedure, when the bandage handle was turned, the bands would not release. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopy with ligation procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, when the bandage handle was turned, the bands would not release. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter information: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.